Event description:
A customer contacted a baxter technical service representative (tsr) regarding an alarm on their homechoice (hc) machine during use. The home patient (hp) stated that the heater bag became separated from the line when they received the alarm. The tsr explained that if a line becomes disconnected, the therapy must be ended and they would need to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Two weeks later, baxter representative received a call from the hp regarding the connection issue ; the hp said she was not sure but she thinks that she may have not connected the heater bag properly to the line.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. As the lot number was unknown no batch review could be performed. As a result, an assignable cause of the reported connection issue could not be determined. A follow-up report will be filed if additional relevant information becomes available.